Event description:
The customer reported poor image quality. High contrast resolution is low. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and determined the image intensifier needs to be replaced. The customer does not want to replace the image intensifier. (B) (4).